Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. A sample evaluation was not performed as the device remains implanted. The lot history records were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformance's or deviations were found to be related to the complaint. Patient is a 65-year-old male who had an amds implanted on (B)(6) 2023. The event reports a cardiovascular event described as ¿cardiac arrhythmia requiring intervention¿ with an onset date on (B)(6) 2023, ending on the same day (on (B)(6) 2023). Additional details states ¿brief episode of tachycardiac atrial fibrillation, treated with medication, electrolyte optimization and single cardioversion.¿ the event was deemed ¿unlikely¿ related to the amds device and ¿possibly¿ related to the implant procedure. No pre-existing condition or acute disease that may have caused or contributed to the event was identified. The event led to a serious adverse due to ¿life-threatening illness or injury¿ and ¿medical or surgical intervention to prevent permanent impairment of a body structure or function¿. The patient was already in the hospital, with discharge date on (B)(6) 2023. Medical treatment was provided, and the event was documented as resolved. The patient did not exit the study because of this event. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Of note ¿cardiac complications and subsequent problems (e.g., arrhythmia, tachycardia, tamponade, myocardial infarction, hypotension, hypertension)¿ are listed in the clinical evaluation report (cer) as a potential adverse event. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Manufacturer narrative:
Please note the hde number for this device - h230007. This event is related to a post-market clinical study 'protect' and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the initial report, protect study patient experienced a serious adverse event, described as "brief episode of tachycardia atrial fibrillation, treated with medication, electrolyte optimization and single cardioversion." Event onset date: 31july2023. Event end date: 31july2023. The event is resolved. The relationship of the event to the device was listed as "unlikely" and to the implant procedure was listed as "possibly." This event is related to a post-market clinical study ¿protect¿ and reported retrospectively.